Event description:
It was reported that a spectrum pump would not recognize when the door opened. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, the device did not recognize when the door was opened. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper hook switch failed to function normally. The upper auxiliary assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.